Manufacturer narrative:
The field service engineer (fse) performed high sensitivity system check, replaced the pipettor tip, and verified adjustments and alignments of the sample pipettor to all locations. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. Subsequent analysis of the patient¿s sample, on the same instrument, produced one result within the normal reference range and one result within the risk stratification. The same sample was retested on an alternate access 2 system and recovered a value within the normal reference range. The original elevated result was not released out of the laboratory. The retest result of 0.01 ng/ml was released to the hospital. There was no patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.